Event description:
It was reported that the implantable cardiac defibrillator (ICD) reached elective replacement indicator early. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The device had normal battery depletion and meets 86% of expected longevity. Review of performance data collected from the device was analyzed. Battery depletion indicated/eri. Time of eri in save to disk on (B)(4)-2011 device eri<=2.62 volt. Weekly battery voltage trend data shows min b(v)=2.64 to 2.62 volts minimum between (B)(4)-2011 and (B)(4)-2012. Patient alerts for low bv (B)(4)-2011 and (B)(4)-2012.